Manufacturer narrative:
The impella device is not available for return from the customer. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was escalated from an impella cp to an impella 5.5 device for mechanical circulatory support. It was reported that the patient got hypotensive while switching from automated impella controller (aic) to aic on the impella 5.5. The patient was noted as stable and continued on support. The pump is not available for return. This is one of two related reports. This report addresses the impella 5.5 and another report was submitted to represent the automated impella controller. Refer to section h10 for the related report number.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not available for evaluation. Ppae: (hypotension): the cause of the injury was not determined due to insufficient clinical details. Device history review: this pump passed all post sterile inspection checks.